Manufacturer narrative:
The field service engineer found a liquid discharged into the mixing vessel. The vacuum system was cleaned and a probe was re-adjusted. The issue did not reoccur after these actions. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The sample initially resulted with an na value of 149. The sample was repeated on a second analyzer, resulting with a value of 138. The sample was then repeated on the original analyzer, resulting with a value of 141. The na electrode lot number and expiration date were requested, but not provided.